Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer called to report two false positive realtime sars-cov-2 results generated on the run performed on (B)(6) 2020. The customer stated that the results were not released outside the lab. Samples were repeated on ausdiagnostics and genexpert and were negative. The molecular application specialist (mas) investigated the logs and curves. One of the samples ((B)(6)) did not show a sigmoidal curve. Reference and target dye for that particular sample did not look typical yet system called it positive. The other sample (B)(6) with a good curve, was put down by the user as a mishandling of the positive control on their end. The staff was spoken to ensure proper handling of control. System was updated to (B)(4) application specification file. No impact to patient management as result was not reported. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results log for the run in question was reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 506922. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922 identified two additional complaints related to the reported issue. One ticket was independently investigated and identified no product deficiency. The other ticket is still under investigation. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 506922 was not identified.